Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in the right coronary artery. The 3.0 x 16 mm taxus liberte' drug eluting stent was advanced to the target lesion and deployed at 14 atm's. The balloon was completely deflated and the physician experienced "a little resistance" trying to remove the balloon. The balloon was able to be removed without any extra maneuvers. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.